Event description:
One tampon string also came off [device breakage] one tampon string also came off; I had to get my doctor to take it out [foreign body in reproductive tract] these tampons have no absorbency like the others I have used [device effect decreased] case narrative: on 08-apr-2024, a spontaneous report was received from a consumer regarding a 35-year-old female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the consumer started use of playtex sport plastic, unscented. On an unspecified date, after inserting the product, the tampons had no absorbency like the others she has used. On an unspecified date, one tampon string came off. Subsequently, she had to get her doctor to take it out. It was reported the tampon was "garbage now." As of 08-apr-2024, the status of product use was not reported. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR for the lot and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.